Event description:
On (B)(6) 2011: this (B)(6) female underwent a laparoscopic repair of a paraesophageal hernia. During the procedure, the triad machine -sn (B)(4) - malfunctioned and showed "error code 275". The machine was replaced and the remainder of the procedure was otherwise uneventful. Force triad device -(B)(4)- was sent to covidien valleylab on (B)(6) 2011.